Event description:
It was reported that the nurse stated that they could not get probe to register. Tried alternate arctic sun device. Ts foley and rectal probe in use. Verified plugged into patient temperature 1 port. Checked connections. Probe registering on bedside monitor. Advised to swap out temperature in cable. Nurse did not have any cables. Advised to contact biomed to see if they have any on hand.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Tried alternate arctic sun device. Ts foley and rectal probe in use. Verified plugged into patient temperature 1 port. Checked connections. Probe registering on bedside monitor. Advised to swap out temperature in cable. Nurse did not have any cables. Advised to contact biomed to see if they have any on hand. A DHR review is not required as the lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they could not get probe to register. Tried alternate arctic sun device. Ts foley and rectal probe in use. Verified plugged into patient temperature 1 port. Checked connections. Probe registering on bedside monitor. Advised to swap out temperature in cable. Nurse did not have any cables. Advised to contact biomed to see if they have any on hand.